Event description:
It was reported to MFR that pt presented to the follow-up clinic complaining of shocks from the concomitant device. Upon interrogation, noisy "egms" with shock delivery were observed. The noise was reproducible with pocket manipulation while observing real-time "egms". The decision was made to explant the entire system.